Event description:
It was reported that during a total vaginal hysterectomy procedure, difficult force to fire and advancement of the knife blade. There was bleeding at the uterine ovarian vessels. There were burns noted at the end of the case during closing. Vicryl suture was used to stop bleeding on the uterine ovarian vessels. Burn cream applied to patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information from sales rep: the surgeon noted burns on vaginal cuff, sub mucosal burns, and first degree burn on labia. The surgeon also noted heat spread was greater than 1mm. Force to fire was difficult. It was difficult to advance close the device and advance the knife except for right near the uterus. How long has the surgeon and account been using this device? The surgeon 1st time, the account has been using 5+ months. Were you present for the procedure? Yes. Are the jaws cleaned of tissue between transections yes. Is yes, how were the jaws cleaned? Wiped with 4x4. Were the jaws cleaned with saline? No. If gauze used, was the gauze slightly wet or soaking wet? I don't know. I couldn't see from where I was standing. Was the device dis-connected and re-connected to the generator? No. What other instruments were used during the surgery? Standard reusable vag hyst instruments, retractors, etc. Did the gen11 display any yellow alert screens during the procedure? No. Did the surgeon hear the tone changes? Yes. Tone did not always change. What was the size of the vessel or artery? Unable to see it. It was reported to me by the dr. Uterine ovarian artery bleed. Was the bleeding from an area that the (B)(4) was used on? Yes. Was the tissue thick, dense and fibrous? Yes. Was this the only time during the procedure that hemostasis was not achieved? I'm not 100% sure. This was the only place that was specified to me where bleeding occurred at the time. Was excessive grasping force used? No. I cannot see what she was doing as device was hidden. How much blood was lost? Unk. Was a transfusion required? Unk. How was it determined that the g2 super jaw device caused the burn and not another energy-sources instrument? It was reported to me this way. No other energy devices were used. Where was the device being used when the burn occurred? Burn was not noted until after the case. What is the size of the burn? Unk. Where is the burn? Vaginal side wall and labia. What part of the device is suspected of causing the burn? Jaws(what part) outside of the jaws. Shaft (what part) proximal jaw / distal shaft. If a skin burn, what is the severity of the burn? Unk. Were other instruments being used at the same time, such as a speculum? Unk. Was speculum in place when the burn occurred? Unk. If yes, was the speculum weighted or what type of vaginal system was being used? Unk. Anything different with the patient size or anatomy that the device was used in a different position? Unk. Is the burn was top to bottom or from the side of the jaws. Unk. Was the observed burn on the tissue that the surgeon was attempting to seal (i.e. Burn is lateral or out of the side of the jaw) vs. Is the burn on different tissue that the surgeon was not sealing (i.e. Out the top or bottom of the jaw)? Unk. Was any medical intervention used? (Such as salve or stitches) it was reported to me by the scrub tech after the case burn cream was used. Stitches intraop for bleed. Was the patient taking any anticoagulants (aspirin, anticoagulants, or antiplatelet agents? If yes, specify prescribed medication. Unk. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Unk. Does the patient has a known coagulation disorder? Unk. Has the patient taken any steroids? Unk. What was the patient's pre-op hemoglobin and hematocrit? Unk. What was the patient's post operative hemoglobin and hematocrit? Unk. As the patient was still experiencing pain at the time of the complaint, what is the current patient condition? Unk. Are there any anticipated long-term effects from the burn? Unk. Will the patient need any follow-up? Unk. Patient age and weight; did the patient have any pre-existing conditions? Unk. A conference call with the surgeon has been requested.

Manufacturer narrative:
(B)(4). Additional information from conference call with surgeon: surgeon currently uses laparoscopic enseal and was in-serviced on the superjaw device. This case was her first exposure with a large rf jaw for vaginal hysterectomy. Her previous approach with vaginal hysterectomy had been cut, clamp and tie. Patient had three children and the uterus was normal size. The surgeon considered the patient a good/normal candidate for the procedure. From the onset of the case, surgeon felt the device was difficult to get a full bite of tissue; seemed to maybe be too much tissue yet she couldn't have gotten a smaller bite. She used a combination of visualization and tones to correlate when the sealing was complete; however, she felt the tones did not coordinate with the tissue effect as well as the lap enseal devices do. No smoke evacuation was used. Device was cleaned with a raytec sponge as needed; however tissue build up was not noticed. Surgeon described the field as dry. Bleeding occurred with then uterine artery slipped from the jaws. The bleeding was easily controlled with a haney clamp then suture. Surgeon described the bleeding as less than 50ml. Surgeon had good visualization at the time the artery slipped and felt that there was no tension on the artery. Surgeon noticed a burn on bilateral cuff and on labia minora after the case. Surgeon described the vaginal cuff burn as 4cm with a pedal shape that was more long than wide. The labia burn was 1-2cm and linear in shape. Surgeon said it was possible that the burn was caused by contact with the jaw, but she believes it was from the stick (shaft) of the device given the location as far out as the vaginal cuff. The surgeon did not recall if the shaft itself was hot. She also noted that the thermal spread from the jaws appeared to be greater than 1mm. Surgeon will continue to use lap enseal devices for future lvh cases.